Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. A supplemental medwatch will be submitted if additional info becomes available.

Event description:
It was reported that an oxygenator started leaking at the dialysis connector during use. The dialysis connector cap was still in place when the leak took place. Ref. : # (B)(4).